Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 08/31/2017 stating that questionable capture on the rv,they can see a few beats on the presenting that would either be fusion or intermittent loss of capture. Patient went into atrial fibrillation seeing double complexes on the rv channel with atrial tachycardia response events and they believed it was due to delayed conduction. The following physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).